Manufacturer narrative:
Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2022, explant date: (B)(6) 2024, ubd: 2023-03-18, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 10 mg (concentration) at 0.5 mg /day via an implantable pump for unknown indications for use. It was reported that the patient was experiencing increased pain and drug discrepancy at his last refill. The expected volume was 10 ml and actual volume was 30 ml. When asked if any environmental/external/patient factors had led or contributed to the event, the rep stated that the patient's pump flipped numerous times in the pocket causing the catheter to get wound around the catheter access port of the pump and became intertwined with itself. Diagnostics/troubleshooting performed included the patient having a prior pump study, but the study wasn't able to completed because the catheter wasn't able to be aspirated. Actions/interventions taken included the patient's old catheter being explanted and a new catheter was implanted. The issue was resolved at the time of the report and the patient's status was "alive-no injury." The patient's weight was asked but was unknown, and medical history was asked but would not be made available due to legal/confidential reasons.